Event description:
The patient stated that when he woke up this morning the outer tubing of his infusion set was disconnected from the luer lock. He stated that he felt insulin leaking out of the luer lock. His blood glucose was 460 mg/dl. His normal blood glucose range is 100-120 mg/dl. He stated that he felt nauseous and had cotton mouth. He stated that he changed his infusion tubing and gave himself an injection to lower his blood glucose. At the time of the report, the patient's blood glucose was 250 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.